Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose levels. The blood glucose at the time of the incident was 461 mmol/l. The customer was not wearing the pump at the time of emergency room visit and had not worn the pump for couple of weeks. Troubleshooting was performed and found the time and date were incorrect and the alarm history showed check settings, reset, unexpected restart alarm, external ram error alarm, and a displayable history check failed on startup alarm. The device will not be returned for analysis.